Event description:
There was no device failure or malfunction reported. This pt was undergoing a mitral valve repair procedure. The endocoronary sinus catheter (esc) was placed under transesophageal echocardiography. The surgeon reported that her colleage stated that the coronary sinus ruptured during inflation of the ecs balloon with saline. The tear was repaired through the thoracotomy incision and the mitral valve repaired. The pt was discharged to her home on the 5th postoperative day.